Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels had been elevated (200+ mg/dl, exact value not provided) and customer could not determine the cause. Customer treated elevated levels by adjusting basal setting and increasing bolus dosages. System check was performed with tandem technical support and the pump performed as intended. Customer reported using abdomen exclusively for infusion site for past 20 years. Recommendation was made to insert infusion cannula in a different site, as well as consult with health care provider.